Manufacturer narrative:
On 9/20/2018, mentor became aware that the patient also experienced capsular contracture on the left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor siltex contour profile high 650cc saline ,catalog: 3542715 lot: 6716641, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction with mentor siltex contour profile high 650cc saline breast prosthesis and an unknown saline breast prosthesis. Deflation and loss of volume on the right breast prosthesis and deformity of the left breast were identified. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 560cc saline breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.